Event description:
Report rec'd of inaccurate thermodilution catheter readings. Reported that a cardiologist has been running a research study for the use of a drug for pulmonary hypertension for prospective heart transplant pts. The pt had a right cardiac catheterization done, and the catheter was easily inserted and the initial day's pressures appeared within an acceptable range. The next day they became erratic with inappropriate readings obtained. The nurses did troubleshooting for the line without success. No erroneous therapy given as a result of inaccurate readings and pt is fine now. However, research was possibly skewed with the inability to finish the study accurately, possibly with the inability to finish the study accurately, possibly endangering the pt's chances for a heart transplant.